Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy device (crt-d) experienced diaphragmatic stimulation every day at the time of daily measurements. One week after evaluation for muscle stimulation, the patient returned to clinic after receiving therapy for ventricular tachycardia. At that time, it was found the left ventricle coronary sinus lead measured high impedances and exhibited loss of capture.